Event description:
It was reported that customer experienced high blood glucose level of 400 mg/dl. Blood glucose level was 107 mg/dl at the time of the call. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if customer was using auto mode feature at the time of the event. No further complications were reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.